Event description:
It was reported that the patient was scheduled for a replacement surgery due to battery depletion, and that it was thought that the battery had depleted quickly as it had only been implanted for a few years. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. This process is known to leave contaminates on the edge of the printed circuit board, allowing excess current drain from the battery. Data from the patient's device was reviewed. The charge consumed of the battery depleted more quickly than expected as compared to the battery voltage measurements, indicating premature battery depletion due to the manufacturing process. The patient received a generator replacement, and the generator was not kept by the hospital. No other relevant information has been received to date.